Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter shaft break occurred. Vascular access was obtain via the femoral artery. The moderately tortuous and calcified target lesion was located in the right coronary artery. This fetch2 thrombectomy catheter was selected; however the shaft broke approx. 3cm proximal from transition site of green to black. The procedure was completed with another of the same device. No patient complication were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned revealed a separation on the catheter shaft at 81cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that a catheter shaft break occurred. Vascular access was obtain via the femoral artery. The moderately tortuous and calcified target lesion was located in the right coronary artery. This fetch2 thrombectomy catheter was selected; however the shaft broke approx. 3cm proximal from transition site of green to black. The procedure was completed with another of the same device. No patient complication were reported and the patient status is stable.